Manufacturer narrative:
Date of report: 5sep2018. (B)(4). Updated contact name date received by manufacturer: 5jun18. The central processing unit (cpu) printed circuit board (pcb) was returned for failure investigation. The root cause of the failure was identified to be the ls1(speaker) component.

Event description:
It was reported that during patient use, the ventilator was alarming. The customer reported that the ventilator continued to ventilate the patient at the time of the event occurred. The patient was transferred to an alternate ventilator with no harm.